Manufacturer narrative:
The issue was resolved by replacement of the pcb power module ul and the compressor assembly (air compressor p3). The parts were not saved for investigation. A specific root cause could not be identified. A blockage of the motor caused by a worn out bearing most likely caused the issue. Current maintenance procedures require replacement of the compressor at certain intervals. No one was harmed or hurt in any way. No patient results were affected.

Event description:
The user received analyzer alarms and noticed a fuse on the analyzer was sparking several times. He also saw a few puffs of smoke. When the user looked at the fuse, he stated it looked "burnt" and "the middle part of the fuse was broken". The user stated the fuse holder looked damaged and it "could be the result of excessive heat". He stated "one of the metal connectors on the fuse holder was damaged and looked bent and smaller than the others with burn marks on the holder." No patients were affected by the issue. No instrument operators or lab personnel were injured. The field service representative determined the cause was a faulty pcb power module, compressor assembly and fuse holder and he replaced them. To verify the analyzer operation, the user ran successful quality control.